Manufacturer narrative:
Reported reader jcgx244-t0224 has been returned and investigated. Visual inspection was performed on the returned reader, observed that the reader casing was cracked and damaged. The reader log was downloaded and observed readings in the reader indicating this issue is not an out of box failure. Therefore this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s freestyle libre reader fell and sustained damages that prevented the customer from obtaining glucose readings. Consequently, the customer experienced symptoms of discomfort, tremors, and a loss of consciousness and was incapable of self-treating. The customer¿s mother contacted the ambulance via telephone and the mother administered glucagon injection as treatment. There was no healthcare professional treatment rendered and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "6 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s freestyle libre reader fell and sustained damages that prevented the customer from obtaining glucose readings. Consequently, the customer experienced symptoms of discomfort, tremors, and a loss of consciousness and was incapable of self-treating. The customer¿s mother contacted the ambulance via telephone and the mother administered glucagon injection as treatment. There was no healthcare professional treatment rendered and no further information was reported. There was no report of death or permanent impairment associated with this event.